Manufacturer narrative:
Review of this MDR and/or additional information received shows that this event was reported in two mdrs. Refer to manufacturer report #3007566237-2018-01141 for the additional information. All additional information received will be reported under this MDR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they only stated that they had seen higher impedances than normal, and they had reported the only other case they had. It was noted that they may have been off on their timeframe of a week, but there was no additional patient that was not reported. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the impedance range were in the 3000 range and that it appeared the environmental emi were causing the impedance issues. No symptoms were reported and no further complications were noted or anticipated.